Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection found that the jaws of the device were open and no abnormalities were noted. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve, on stapling on the curvature of the stomach, the stapler did not fire, the green button was pressed, the handle was squeezed. The reload was stuck and proceeded to disassemble it and place a new reload to complete the case. There was no patient injury.